Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had multiple issues with air bubbles in the reservoir. Customer was advised to change infusion set, at the time of filling the reservoir when the issue occurred. The customer's blood glucose was unknown. The customer stated he noticed a large air bubble. Customer stated the insulin pump was not rewound with reservoir in place. Customer stated the insulin was refrigerated and will call back to completed troubleshooting. Customer could not get air bubbles out of the reservoir while filling and attempted a second time and still was unsuccessful. Customer was concern if air bubbles will hurt him, explained that it may cause high blood glucose. Advised customer the device will be replaced.